Event description:
A report was received that the patient developed an infection at the pocket site. The physician believed the infection was not device related. The patient fell out of a chair onto the ipg site and the wound opened which became infected. The patient was prescribed with intravenous antibiotics. The physician explanted the ipg and used antibiotics to flush the pocket. The patient was doing well post-operatively.

Event description:
A report was received that the patient developed an infection at the pocket site. The physician believed the infection was not device related. The patient fell out of a chair onto the ipg site and the wound opened which became infected. The patient was prescribed with intravenous antibiotics. The physician explanted the ipg and used antibiotics to flush the pocket. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that only the ipg was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.